Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics. The insulin pump was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify no delivery alarm, failed battery test alarm, battery out limit alarm and battery error alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a battery out limit alarms during normal use and after changing battery. The customer reported that the insulin pump had a blank display. The customer reported that they received a failed battery test alarm as well. The customer's blood glucose was 219 mg/dl at the time of incident. The customer stated that the insulin pump was alarming at the time of call. The customer stated that the insulin pump did not alarm battery out limit after inserting a new battery. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the display did return after inserting a new battery. The customer stated that the battery compartment and spring were corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.